Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report during a procedure the centrifugal pump system displayed an e52 error message which resulted in an inability to adjust the pump speed with the speed control knob. There was still sufficient flow and the user was able to adjust pump speed and complete the procedure with no issues by occluding the tubing. There was no report of patient injury.